Event description:
It was reported that this pacemaker was suspected of exhibiting undersensing. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.